Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure no capture and intermittent capture were noted on the right atrial (ra) lead when connected to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.